Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that her ubk click regular tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.